Event description:
As reported: "routine removal of the set screw revealed a thread burr. The primary operation was an ankle fracture which was treated with osteosynthesis implants from stryker (variax t10 screws and a fibula plate distal, lateral). The patient did not suffer any damage as a result of this incident."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Manufacturer narrative:
The received picture was reviewed and it can be confirmed that the thread flanks of the complete screw shaft is peeled off. The anodized layer is not present anymore where the material was peeled off, this is a clear indication that the damage was caused post-manufacturing, most likely by an excessive contact with another device (e.g. Plate or screw). However, without having the device at hand no further evaluation is possible and the exact root cause cannot be defined. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
As reported: "routine removal of the set screw revealed a thread burr. The primary operation was an ankle fracture which was treated with osteosynthesis implants from stryker (variax t10 screws and a fibula plate distal, lateral). The patient did not suffer any damage as a result of this incident."